Event description:
They felt the output of their vaporizer was lower than expected. There was no report of patient involvement. Ge healthcare's investiagation into the reportd occurrence is still ongoing.